Manufacturer narrative:
The customer facility was visited by the arjo representative. The device was not available for evaluation. The customer informed that they believe "the incident was due to misuse." The manufacture investigation has revealed that the cause of the issue occurrence is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcba) located inside the indigo module. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; according to design, to deactivate indigo, brakes need to be applied. Moreover, after using indigo, brakes shall be applied; each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Arjo device failed to meet its performance specification since the bed with the indigo moved by itself. The bed was not in use with the patient at that time. No serious injury was reported. The complaint was assessed as reportable to the allegation about the unintended movement of the indigo module.

Event description:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). Based on the collected information, the bed moved itself. Allegedly, a staff member was chasing out it and sustained the non-serious injury as a result. There was no indication that any patient was involved. No medical intervention was needed.